Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient called to ask if being so tired and getting leg cramps is due to the pacemaker. The patient later reported that the device was programmed off because the patient's heart was working on its own. It was also reported that the patient had shortness of breath since the device was implanted and they couldn't seem to help it. The device was later explanted and replaced. During the changeout, two leads were attempted in the left ventricular branch and not used as they were not stable. No patient complications have been reported as a result of this event.